Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 2.75mm stent delivery system was returned to the complaint investigation site. A visual and tactile examination of the hypotube found a break at 24.5cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the shaft. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 04jul2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 2.75 promus elite drug-eluting stent was advanced but failed to pass through the lesion despite several attempts. The device was removed and the procedure was completed with a non-boston scientific device. There were no patient complications reported. However, returned device analysis revealed hypotube break. It was further reported that the multiple shaft kinks happened during repackaging.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 2.75mm stent delivery system was returned to the complaint investigation site. A visual and tactile examination of the hypotube found a break at 24.5cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the shaft. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 2.75 promus elite drug-eluting stent was advanced but failed to pass through the lesion despite several attempts. The device was removed and the procedure was completed with a non-boston scientific device. There were no patient complications reported. However, returned device analysis revealed hypotube break.